Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
The field experience of no telemetry was confirmed in the laboratory. Upon receipt, no communication could be established due to a low battery voltage. After replacing the battery the device's functionality was tested on the automated electrical test system and no anomaly was detected. The battery depletion is normal for the amount of high voltage charging.

Event description:
It was reported that during a gastric bypass procedure, the staples would not open. During the procedure, the device stapled and cut properly. The leak test and a visual control didn't reveal a failure of the staple line or a damage of the tissues. Two days after the patient, without clinical antecedent, experienced abdominal pain and fever. After further investigation, peritonitis was diagnosed and a reoperation was decided. The surgeon noticed that the staple line was partially opened. After washing the abdomen and removing the flawed staple line, a new stapling was performed. The patient was in an intensive care unit in medium but steady general state.

Event description:
It was reported that the device was unable to interrogate. The device was at eol. It was unable to see the last tachycardia of the patient and to verify if there were no inappropriate shocks. The device was explanted..